Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the inspection result by sorc that the circuit board was defective and no abnormality other than the reported phenomenon was found inside device, omsc presumed that the reported phenomenon occurred due to circuit board failure. The cause of circuit board failure could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, power turned on and off every few minutes. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.